Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.

Event description:
The event is reported as: the customer reports that the device was occluded during use. No report of a pt injury or intervention.